Event description:
It was reported that, "patient's right knee was restricted range of motion and swollen. Patient was revised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.